Event description:
Noted that tutoplast fl sling had decreased tensile strength. Within 2 weeks the fascia lata sling had failed and the complete effect was lost. No fascial band could be identified in the lid when placed on traction. Apparent breakage of material decided.